Manufacturer narrative:
Device code corrected.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer report number: 1627487-2019-09851. Reference manufacturer report number: 1627487-2019-09852. It was reported that the patient's scs system was explanted in 2017 due to the device not providing effective pain relief. No other information is known.